Event description:
The problem was with the sheath. The solitaire would not advance through the sheath. The sales rep talked with interventional radiology staff about this issue when he picked up the defective product.